Event description:
The customer reported the adc device did not power on with test strip insertion and was therefore unable to obtain readings. As a result, customer experienced a seizure, a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided "dextran liquid IV, levaquin medicine liquid and ondansetron capsule but take it using the IV, monitored blood and temperature, take sugar free for liquid diet" as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the adc device did not power on with test strip insertion and was therefore unable to obtain readings. As a result, customer experienced a seizure, a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided "dextran liquid IV, levaquin medicine liquid and ondansetron capsule but take it using the IV, monitored blood and temperature, take sugar free for liquid diet" as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number for the strips has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips , no trends were identified that would indicate any product related issues. The dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.